Event description:
It was reported that pump screen remained dark and would not turn on, and customer saw a high blood glucose reading on meter at time of event. Customer gave correction injection using multiple daily injections and did not need help from another healthcare provider. There was no reported adverse impact to the customer¿s blood glucose level beyond the high reading described, and no additional information was received regarding the final outcome. Technical Support guided customer through multiple attempts to restart pump and charge it, but pump display did not turn on and red light continued blinking, so pump was deemed nonfunctional and scheduled for replacement under warranty. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to let pump battery fully deplete before returning it with pre-paid label, and was advised to re-enter pump settings and reconnect continuous glucose monitor once replacement pump was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.